Manufacturer narrative:
The device has been requested to be returned for evaluation. It has not been received. A follow up report will be submitted if further information is obtained.

Event description:
Customer reported that an alaris pump module failed to alarm in appropriate time for downstream occlusion. ICU patient was quite ill after a heart transplant surgery. Blood pressure (bp) was not good (values not provided). An epinephrine drip was ordered at 12:45: 4mg/250 ml concentration to run at 02.mcg/kg/min. Per reporter, this is considered a high rate (normal being 0.1 - 0.2 mcg/kg/min), and rate ended up at around 50 ml/hr. Patient was not improving on this dose and an echocardiogram was done which confirmed right heart failure. An intra-aortic balloon pump was inserted secondary to continued drop in bp. At 14:34, the pump alarmed for downstream occlusion after epinephrine had been running for about 2 hours, and the nurse then noticed the roller clamp in the tubing was still closed. Nurse stated pump had not alarmed for occlusion prior to this during epinephrine infusion. The roller clamp was then opened and the patient's bp quickly came up to expected levels. Vasopressin drip was able to be decreased at 14:36, and at 14:39, epinephrine was able to be reduced to 0.1/mcg/kg/min. In 2009, the patient was still in the ICU with no reported long term adverse effect from the event. The facility biomedical engineer tested the device at event rate (approximately 50ml/hr) and the device alarmed for occlusion within 3 seconds. Although requested, no additional information was provided.